Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent revision procedure, wherein the ipg was moved and remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.